Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a clogged sample probe the fse replaced the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total protein (tp) and total bilirubin (tbil) patient results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Quality control and calibration were within specifications prior to and after the event. The customer did not provide patient demographics. Data for one (1) patient sample was provided for review.